Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies a few times causing the insulin pump to go into threshold suspend. Customer stated that the sensor would read below 90 mg/dl but his blood glucose was around 200 mg/dl. Customer stated that issues would mostly happen while sleeping. Most recent blood glucose was 125 mg/dl. Product was not replaced or returned for analysis.